Manufacturer narrative:
Review of the device history records indicates all devices accepted into final stock met specs. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the acetabular was revised due to pain from bipolar implanted in 1994. Revised to a primary adm.